Event description:
Procedure type: nephrectomy. According to the reporter: during use, the seal broke, the piece was found. There was no tissue damage. No bleeding. Nothing fell into the cavity. Used another. No patient injury was reported.